Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The device was not returned by the medical facility. Data logs were reviewed, several suction alarms were observed with low flow issue. Retrograde flow was detected with shifting pump speed (rpm) followed by suction and then rpm goes back to set value resolving suction and again detecting retrograde flow. This cycle of retrograde flow and suction is seen during entire case. Also, several false alarm of 'impella position in aorta' were found with good position verified. The cause of the low pump flow issue was most likely patient condition related with suction alarms observed during entire case and patient having small left ventricle, stenotic heart valve.

Event description:
The user facility reported that an 82-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and optical signal issues. The flows were at 0.5 l/min on insertion and motor current was flat at p-6. The patient's activated clotting time (act) was greater than 250 on implant, central venous pressure (cvp) was 7, and her ventricle measured 5cm. 500 ml of albumin was administered. Pump flows remained between 0.5-1.5 l/min at p-6 with non-pulsatile motor current and the device continued to false position in aorta alarms despite being in good position. The medical staff was unable to achieve adequate flows. Of note, the patient was noted to have a small left ventricle and calcified aortic valve and arch, and a "stenotic valve with low volume". No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.